Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. No product was returned. The root cause of the access site bleeding issue was not determined since product was not returned and limited clinical information was provided.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 61-year-old male patient was implanted with an impella 5.5 device for mechanical circulatory support. During support, it was noted that the patient developed bleeding from multiple sites for which six units packed red blood cells, two units of fresh frozen plasma, and two units of platelets were given. Support continued with the implanted pump following the intervention.